Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: pulmonary hemorrhage two hours after bipella initiation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device and impella cp (bipella) for mechanical circulatory support. While on support, the patient developed an acute pulmonary hemorrhage. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.